Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the attachment was making a grinding noise and handpiece was overheating as a consequence. The event occurred pre-operatively. There was no delay in the surgical procedure. There was no patient impact.